Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted, as it had reached end of life (eol) status after three years of service. A battery depletion anomaly was suspected. No adverse patient effects were reported.